Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the cause of the depletion was due to increased power consumption and recommended device replacement. Device remains in service. No adverse patient effects were reported.